Event description:
Philips received a complaint by the customer on the v60, indicating that the device displayed error messages during startup and was not responding. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. There was no availability to perform checks with the equipment. The rse dispatched a field service engineer (fse) to the site for repair. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the device. The device was checked and put into operation. After failing to reproduce any errors, the error log was checked, and it was observed that the error that occurred was due to disconnection of the proximal line from the tubing. The device was adjusted and now works perfectly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.